Event description:
Related manufacturer reference number: 2017865-2021-39755. It was reported that the implantable cardioverter-defibrillator (ICD) exhibited incorrect interpretation of an atrial arrhythmic event, leading to the ICD delivering inappropriate shock, which caused a ventricular-fibrillation (vf) episode in the patient. This vf episode was unable to be converted by the ICD system, which exhibited inadequate shock. The ICD was explanted and replaced. A new lead was implanted to add an additional shock vector. The patient was stable.